Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned.  The device will be returned for analysis and further information will follow once the analysis has been completed.  No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received a insulin pump error. The customer's blood glucose level was unknown. The customer also reported that they were unable to go to auto mode. The customer reported that the auto mode status screen shows active insulin updating. The customer reported that the settings were cleared. The device will not be returned for analysis.